Event description:
Hosp staff were treating a pt who was connected to a bedside monitor. The pt was reportedly unconscious and no pulse was found initially. The device in question was brought in and the pt was connected using the same electrocardiogram electrodes and cable. Reportedly, the device displayed flatline in leads I, ii, iii. Combination electrodes were applied to the pt and flatline was observed in paddles mode. The pt was rechecked for a pulse and a pluse was found. The pt was reconnected to the bedside monitor and was observed to be in atrial fibrillation with a rate of 170 beats per min. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.